Manufacturer narrative:
Product analysis: the shaft of the ibt is bent near the "y" connection port. There is blood on the balloon. It is not stated if the balloon had been inflated prior to being inserted into the cannula. Once the balloons are used they may not be able to be deflated and reinserted again as these ibts are one-time use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent kyphoplasty at t9 due to t9 compression fracture. Intra-op, inflatable bone tamp bent upon attempting to insert it into the working cannula. The device came in contact with the patient. After it bent, a second inflatable bone tamp was opened and the procedure was completed successfully with no further issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.